Event description:
Subsequent information from the local boston scientific field representative indicated that patient was to keep their normal scheduled office appointment and will be monitored via the patient's home remote monitoring system. Again, there were no adverse patient effects reported.

Event description:
Boston scientific received information that this right ventricular lead displayed high, out of range pacing impedance measurements. There was no noise noted on the patient's presenting electrogram. The patient was to be seen in clinic for follow up. A request for additional information from the local boston scientific field representative was made. There were no adverse patient effects reported. The lead remains in service.

Manufacturer narrative:
As of today, no additional information is avialble. Should additional information become available, this report will be updated.